Event description:
It was reported that loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was damaged. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.